Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator was found functioning normally and no parts were replaced. The logs were downloaded and the ventilator was put back to service. The evaluation of the ventilators logs show that 2 days before the event the ventilator failed the inspiration pressure test and it had to be done redone several times until it was successful. The day after the event, it also failed the inspiratory pressure and gas supply tests. Nevertheless, after redoing these tests were successful. On the day of the event soon after starting ventilation, the gas supply pressure low was generated and soon after the ventilator was set to the standby mode. The alarm indicates that there was no gas coming to the ventilator. 2 hours afterwards, ventilation was started again. This time two alarms, check tubing and pressure delivery restricted were generated and the ventilator was set to the standby mode. These two alarm together indicate leakage at the inspiration port indicating a working ventilator. Most likely this was done as a test. There was no ventilator malfunction. The cause was absence of gas supply. The pre-use check tests 2 days before the event date and a day after the event date show failing inspiratory pressure test and gas supply pressure indicating an unstable gas supply. The unstable gas supply that led to the reported ventilator not to ventilate because at the time there was no gas supply to the ventilator.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator would not start ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).